Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported problem was reproducible so the universal surgical manipulator (usm) 3 was replaced to resolve the reported problem. The system was tested and verified as ready for use. The unit was returned to isi for failure analysis (fa) and the reported allegation of "arm3 insertion resistance" was confirmed and reproduced. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a testing platform and passed lissajous, cva, sine cycle, and fiber test. The insertion ballscrew will be replaced as a fix. No images or videos were shared for the event. Log review confirms the occurrence of a cholecystectomy surgical procedure on the reported event date of (B)(6) 2022 using system sk0500. System logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a reoccurring error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the patient information i.e. Patient ethnicity, race, and patient relevant test was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was resistance when inserting the scope and instrument on universal surgical manipulator (usm) 3. The site decided to convert the case to laparoscopy. The procedure was completed with no reported injury. Attempts to obtain additional information have been performed, but no further details have been obtained as of the date of this report.